Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that they were able to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged prime/fill anomaly and no delivery/insulin flow block alarm. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Thump software was utilized and downloaded trace and history files properly. In further full review, no delivery alarm in the pump history was found on (B)(6) 2022 11:22:10.000 to (B)(6) 2022 11:23:56.000 during bolus. No ¿no delivery alarm¿ during testing. No prime/fill anomaly noted during testing. No prime/fill alarms noted in the pump memory. Pump was cut open to perform visual inspection and found no physical component or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, force sensor, or motor. Force sensor was tested outside of pump, zero offset within specification (24.1 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, faded end cap label damage, and serial number label missing. In summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Prime/fill anomaly was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.